Manufacturer narrative:
(B)(4).

Event description:
Device 2 of 2. Reference MFR report #1627487-2016-02328. It was reported the patient received ineffective stimulation and requested the scs system be explanted.